Event description:
Procedure: sub total gastrectomy. Reportedly, the instrument was fired over the stomach. However, when it was opened the staple line was observed to be malformed. Bleeding from the staple line resulted but an exact amount was not given. A second stapler was then applied to the tissue and there were no residual or lasting effects. The dr noted he did not consider the tissue damage or application of a second device as significant.